Event description:
It was reported that the left ventricular lead dislodged. It was determined that the lead was too short for the patient. It was suspected that the patient contributed to the dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.